Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Performed service and repair functions as per procedure. Reviewed service history. Attach box label, software upgrade form, and fms vue final testing. The unit was evaluated and the reason for return : "tubing is not snapping in" could not be duplicated. This complaint cannot be confirmed and a root cause for the issue the user experienced cannot be determined. Replaced damage console cover, left and right side door assy. Per procedure, replaced springs on pressure arm housing (preventive maintenance) with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. A review into the depuy synthes mitek complaints system revealed no similar complaint for this device's serial number. No corrective or preventative actions are required at this time, as no nonconformance or complaint trends were identified in relation to this serial number device and the reported failure. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
284002 fms vue. No patient harm. Prior to surgery. Units were still used in surgery. Tubing is not snapping in, customer cutting their fingers trying to push in the tubing to lock it in place. Per phone call with the sales rep on 7/7/2017: no treatment was required for the customer's cuts. There was no bleeding.